Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) 600-700 mg/dl. Ketone level was large and considered as being dangerous by a healthcare provider. To address elevated bg, customer tried different types of infusion sets. Insulin injections were administered and bg lowered. Customer alleged the cause of elevated bg was due to pump not delivering insulin. Customer reverted to using another pump; bg level improved.